Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used. Extraction in (B)(6) 2022, implantation in (B)(6) 2023: perhaps inflammatory tissue from extraction. The implant rotated without irritation during opening.